Event description:
A biomedical engineer reported the system displayed a system message and shut down on its own during set up of the procedure. The surgery was started and completed using an alternate system with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).